Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/22/2024, it was reported by a sales representative via phone that an ar-8400obe oval burr had an issue during a shoulder scope procedure on (B)(6) 2024. When the surgeon used the device to perform a subacromial decompression, it was noticed that little metal debris was produced inside the patient. All debris was removed from the patient via suction. Nothing broke inside the patient. That portion of the case had been completed, and no other device was used. The procedure was completed successfully with no patient harm. The complaint device was discarded, and no pictures were taken. There was a case delay of a couple of minutes, and no additional anesthesia was administered. This occurred during use with no reported patient harm.